Event description:
It was reported that a dissection occurred requiring additional intervention. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified middle to distal right coronary artery (RCA). A 32 x 3.00 Promus PREMIER drug-eluting stent was deployed. The lesion was pre-dilated with a 2.50 x 12 mm non-complaint balloon. The stent was fully inflated and deployed at 14 atmospheres for 10 seconds and post-dilated with a 3.00 x 12 mm non-compliant balloon. After it was deployed and post-dilated, a distal stent edge dissection was observed. The cause of the dissection believed to be a bend and calcification. It was further described as type B and TIMI II flow limiting. The dissection was covered with another 2.75 x 16 mm Promus Premier drug-eluting stent and the procedure was completed. There were no patient complications reported. The patient fully recovered and was stable post-procedure.